Manufacturer narrative:
(B)(4) the results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the device broke during use. The arterial oxygen saturation decreased to 85% and the pulse oximeter alarm went off. The broken device was replaced with a new one. No patient health injury reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the sample was detached. Ten samples were selected from current production at the manufacturing facility and inspected. No defects were found on the samples. They all passed a visual exam and functional testing. Improper assembly can cause the product to be easily detached, and can cause the product to fail a leak test. In the current manufacturing procedure, 100% leak testing during the assembly process and a 100% visual inspection is performed at the packing area; therefore, any defects would be detected prior to release from the manufacturing facility. It is very likely that the detachment was caused by mishandling of the product by the user, although this could not be confirmed. The root cause is listed as unknown.

Event description:
The customer alleges that the device broke during use. The arterial oxygen saturation decreased to 85% and the pulse oximeter alarm went off. The broken device was replaced with a new one. No patient health injury reported.